Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received seventeen appropriate treatments and two inappropriate treatments. The device was started up at 13:22:45 on (B)(6) 2025. At 03:34:34 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with pvc¿s. The rhythm then degrades to vf with motion artifact. At 03:35:12, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 90 bpm with pac¿s, pvc¿s, and motion artifact. At 04:00:16, an arrhythmia was detected. ECG shows vf. At 04:00:50, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 80 bpm with pac¿s and pvc¿s. At 04:13:14, an arrhythmia was detected. ECG shows vf. At 04:13:47, the patient received the third appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 90 bpm with pvc¿s and motion artifact. At 04:40:32, an arrhythmia was detected. ECG shows vf with motion artifact. At 04:41:21, the patient received the fourth appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf. At 04:41:56, the patient received the fifth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 60 bpm degrading to vf. At 04:42:29, the patient received the sixth appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was vf. At 04:43:02, the patient received the seventh appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with pvc¿s. At 04:43:36, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was sinus rhythm @ 70 bpm with pac¿s and pvc¿s. Post shock rhythm was sinus tachycardia @ 110 bpm with pvc¿s, and motion artifact. At 04:50:20, an arrhythmia was detected. ECG shows vf with motion artifact. At 04:50:54, the patient received the eighth appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was af/sinus rhythm from 110-80 bpm with pvc¿s. At 04:56:28, an arrhythmia was detected. ECG shows vf with motion artifact. At 04:57:20, the patient received the ninth appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was sinus rhythm @ 90 bpm with pvc¿s. At 05:53:48, an arrhythmia was detected. ECG shows vf with motion artifact. At 05:54:21, the patient received the tenth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus tachycardia @ 110 bpm with pvc¿s and motion artifact. At 10:19:15, an arrhythmia was detected. ECG shows vf. At 10:20:13, the patient received the eleventh appropriate treatment. The rhythm at the time of treatment was vt @ 230 bpm. Post shock rhythm was sinus tachycardia @ 140 bpm with bigeminy. At 10:21:13, an arrhythmia was detected. ECG shows vf. At 10:21:45, the patient received the twelfth appropriate treatment. The rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was sinus bradycardia @ 30 bpm with hb. At 10:56:57, an arrhythmia was detected. ECG shows vf. At 10:58:58, the patient received the thirteenth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 10:59:31, the patient received the fourteenth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was asystole with flutter waves. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:00:06, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The rhythm at the time of treatment was a-flutter @ 20 bpm. Post shock rhythm was a-flutter @ 40 bpm. At 11:00:39, the patient received the fifteenth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was nsvt. At 11:01:13, the patient received the sixteenth appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and hb. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 11:19:43, the patient received the seventeenth appropriate treatment. The rhythm at the time of treatment was fine vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 00:06:38 on (B)(6) 2025.